Event description:
It was reported that during device check, high capture threshold was observed. Perforation was observed on the CT scan. The lead was successfully repositioned. The patient was stable after the procedure.